Manufacturer narrative:
(B)(4).maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).the device is owned by maquet cardiopulmonary (B)(4). The device was received by the manufacturer and sent to a supplier for further evaluation and repair. During the suppliers investigation the failure could be confirmed. It was determined that the failure was caused by a loose connection within the connector plug of the rotaflow drive (rfd), connecting to the sensor cable.this rfd connection plug was replaced and the system was successfully tested to manufacturer specifications.

Event description:
(B)(4).it was reported that drive shows error flow reading during service. (B)(4).this is a duplicate of mfg reprt # 8010762-2015-00831.